Event description:
It was reported that (1) device was used during a diagnostic laparoscopy. It was reported by the rep that when the surgeon went to use the 512da system, he tried to insert the primary port into the umbilicus, he was unable to get the blade to activate. He tried to use more force, but stopped to prevent injury. He could not get the blade to activate. A new competitors instrument was opened and worked to complete the case. There was no consequence to the pt. The device was discarded.